Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the occurrence of a low battery warning alarm while on ac mains power. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a low battery warning alarm while plugged into ac mains power. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The engineering investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a low battery warning alarm while plugged into ac mains power. There was no patient harm or serious injury reported as a result of this incident.